Event description:
As stated by the customer (B)(6)2012: client was being lifted with the maxi move in a mesh sling, in which she sat. Client has lost weight. During the transfer client has fallen through the space in the sling onto the bed. As far as known now, no injury. Client has been manually lifted into the bed by 3 persons.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the manufacturer arjo (B)(4). An arjohuntleigh technician will visit the customer a.s.a.p. To do an investigation. Additional information will be provided upon conclusion of the manufacturer's investigation.